Event description:
Healthcare professional reported that after the first attempt to remove from bypass the valve was observed not functioning. The pt was returned to bypass and the valve was rotated 180 degree. After a short while the valve was again observed to not function. No suture or tissue could be seen. The valve was replaced and returned for analysis. The pt recovered without problem.